Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02390. It was reported the pt no longer felt effective stimulation and adequate pain relief from his scs system. He stated he did not want to be reprogrammed and would like to have his system removed. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.